Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprosthesis. After all devices were implanted, it was discovered during the final angiography that the trunk-ipsilateral leg component was placed too far proximally, covering the renal arteries. The patient was converted to open surgery the day of implantation and as of two days later, is reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in this patient, (pcx20200/lot#04875933, pxc201000/lot#05255497, pxc181000/lot#05220843).